Event description:
Obese male underwent a decompression for degenerative spinal stenosis and also isthmic spindy lolisthesis with spinal stenosis. At six week post-op he was doing well. Two weeks later he slipped out of bed and fell. This combined with his obesisty resulted n an unusual sensation. X-rays revealed two broken sacral screws. Revision surgery was performed and screws were replaced with larger size.